Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they need help with adjusting their stimulation because it was not working too good and they were peeing themselves again. Patient services reviewed how to connect to implanted neurostimulators and patient reported seeing a message that said internal device battery is low contact your healthcare provider. Patient dismissed the message and reported amplitude at 3.8ma. Patient stated they were told that this battery would last 10 years. Patient services reviewed battery longevity expectations. Patient increased amplitude to 5.0 but was not feeling any stimulation sensation. Patient services recommended patient follow up with managing doctor to discuss the therapy concerns and discuss ins battery longevity and replacement.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.